Manufacturer narrative:
Per good faith effort response, the issue was observed by the patient family member that the device had a high co2 level. The family received help from a respiratory doctor to change the settings of the ventilator, the co2 level in the blood returned to normal. It was determined that this issue was caused by use error and that there was no malfunction with the device. No parts replaced. The investigation concludes that no further action is required at this time

Event description:
Philips received a complaint by the customer on the v60 indicating that co2 value is too high. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.